Event description:
Patient reported experiencing elevated blood glucose of "hi" (generally >600 mg/dl on the blood glucose meter). Her normal blood glucose range is 100-180 mg/dl. She indicated that the elevated blood glucose levels began the previous evening. Patient stated that she had been experiencing increased stress levels. Her symptoms were extreme thirst, frequent urination, and tiredness. She indicated that she administered insulin injections and her blood glucose level reduced to 309 mg/dl. Patient admitted not allowing insulin to warm to room temperature prior to use. She indicated that she changed the infusion site and her blood glucose levels range from 400-493 mg/dl without eating. Patient disconnected from the device and bolused 4 units of insulin successfully. She placed the infusion device in the "stop" mode and the 11 (end of temporary basal rate) alarm displayed. Patient stated that she was unaware that a temporary basal rate had been set. She placed the infusion device into the "run" mode and primed the device. Patient reconnected to the infusion device and administered a 3 unit bolus. Two days later, patient indicated that her blood glucose remained elevated. She reported switching to the backup device. Patient indicated that her blood glucose reduced to 100 mg/dl after changing the site. As of 4 days later, patient had reported two other events of her blood glucose being elevated. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.